Manufacturer narrative:
(B)(4). This is a report of a use error, where there was an open clamp on an unused supply line. This is a known cause of the reported air in line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. This event occurred during fill one of five while the patient was connected. During troubleshooting, it was discovered that there was an open clamp on an unused supply line. The technical service representative advised the patient to start over with all new supplies. The technical service representative reviewed proper procedures per the user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.